Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The physician was advancing a 2.5x24mm taxus express2 drug eluting stent to the circumflex (cx) artery but was unable to cross the lesion. Upon withdrawal of the stent delivery system it was noticed that the stent appeared frayed. The procedure was completed with a different device. There were no pt complications reported and the pt condition is ok.